Event description:
It was reported that during pd therapy with an automated pd set with cassette on a homechoice (hc) device, the home patient (hp) was connected during prime. The hp stated that they had connected for a manual drain at end of therapy and the hc was in priming while they were connected. The technical service representative (tsr) assisted in ending therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient had been connected during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and instructs the user to verify that the patient line is properly primed. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.